Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hematoma (surgical procedure) could not be determined. The reported patient effect of hematoma, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a hematoma, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Shortly after the steerable guide catheter (sgc) went across the septum, the physician noticed a hematoma forming near the access site. The sgc was removed, and the procedure was aborted. The vascular surgical team intervened, performing a venectomy. The final mr remained at grade 4. No additional information was provided.